Event description:
Facility reports 17 incidents of "leakage through the venous cap during priming test. In the machine, when it's connected with the patient there is blood leakage." Facility noted that each unit was new and that there was not any medical intervention associated with these incidents. No further information is available from this initial report.